Event description:
It was reported there was a lead migration confirmed by x-ray. The patient reported no further issues. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 377860, lot# v001854, implanted: (B)(6) 2006, product type: lead. Product ID 377860, lot# v001854, implanted: (B)(6) 2006, product type: lead. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 97754, serial# (B)(4), product type: recharger. (B)(4).